Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 398 mg/dl and high ketones that were identified as dangerous by healthcare provider. Cause of bg level was unknown. Customer gave a bolus and a manual injection, then was treated with intravenous insulin and saline. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage.